Manufacturer narrative:
Following the investigation, two potential root causes were identified: a tension applied on the cable due to its movements, a normal wear due to the use of the robot.

Event description:
Insulation is pulling back from the connector for the optical distance sensor, exposing the wires underneath. This issue has no had any impact on surgery.